Manufacturer narrative:
(B)(4). Batch n91h66. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Batch unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received but not yet received: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Regarding this sentence ¿the jaws did not open after the device cut and sealed the tissue. The device was removed from the patient as it is since the cutting and sealing tissue had been finished.¿ was the device being used on a vein or artery when the jaws would not open? If yes, how was the device remove from the vein or artery? Were the jaws stuck closed or were the jaws difficult to open and close?

Event description:
It was reported that during an unknown procedure, the jaws did not open after the device cut and sealed the tissue. The device was removed from the patient as it is since the cutting and sealing tissue had been finished. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.